Manufacturer narrative:
The lens was not available for return. This implant device was manufactured prior to 1998, so a device history record is not possible. No issues were found through the complaint trend review and review of the device risk analysis. Lens dislocation was identified in the directions for use as a potential harm or hazard. Based on the available information, a root cause for the reported event could not be conclusively determined.

Event description:
It was reported that a chiron intraocular lens was explanted from patient¿s right eye, approximately 25 years after implantation. The patient noticed a decrease in vision around february of this year. Dislocation of the lens was diagnosed a month later and retinal consult exam showed that the lens was in the posterior pole. The lens was explanted and replaced with one of a different model. A vitrectomy was also performed during the explant procedure. Additional information has been requested but has not been received.